Event description:
Same case as MFR ID#: 2134265-2011-05290. It was reported that during a stenting treatment procedure, guide wire placement difficulty, stent damage and stent migration occurred. The complex lesion was located in the trifurcated, highly tortuous left circumflex at the take off to the first obtuse marginal branch. The lesion was reported to be highly fibrotic, possibly to the point of being calcified and contained a 90 degree bend. An apex flex balloon was advanced, but was unable to cross the lesion. Pre-treatment was then successfully carried out with a 1.5 rotaburr. A 2.0x15mm apex balloon was also used. Using an 8f mach1 fl3.5 and a non-bsc guide catheter, a 2.75x12mm ion stent was advanced but kinked inside the catheter. It was removed and not used. Using another unspecified wire, a 2.5x12mm ion was advanced and successfully deployed half in the left circumflex and half in the first obtuse marginal branch. The lcx continuation beyond the take off to the om1 was therefore intentionally jailed. Then a non-bsc guide wire was advanced and put down the lcx continuation intentionally between deployed stent and the vessel wall extending down the lcx continuation. Than a choice extra support guide wire was advanced, with the intention of going through the open lumen of the deployed stent and through the stent strut at the point where the lcx continuation was jailed. However, it unintentionally ended up going through the side of the stent and along the stent and vessel wall, but the misplacement was not realized at the time. A 2.0x20mm nc quantum apex was advanced on this choice wire and inflated. There were no immediate complications noted with this inflation. It was still not known about the choice wire misplacement. The balloon was removed and a 2.25x12mm ion stent was advance down the same choice wire, but it could not cross the previously placed stent and was removed. It was noted that both the non-bsc and the choice wire had prolapsed distally on themselves. The wires were removed, and pictures were taken. At this time, it was observed that the previously deployed 2.5x12mm ion stent had become dislodged and had either embolized or been dragged proximally so that it sat at the opening of the ostium to the lcx. The stent was deformed. However there was brisk flow so that no additional intervention was attempted. The patient was prescribed efficient and was scheduled to return in one month for a recheck.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).